Event description:
The customer reported that when she unplugged the power supply for her breast pump, it came apart in her hands.

Manufacturer narrative:
The customer was sent a replacement power supply. In f/u with the customer she stated that she did witness a spark. Customer stated she did not know if it was cracking or melting that happened to the housing of the power supply, but that it occurred mainly around the screws. The customer stated this produced a very large opening in the housing, the customer confirmed there were no injuries sustained as a result of the issue. The product involved in the complaint was not returned for eval/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. However, the customer stated that there is a very large opening in the housing, which is a safety risk. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product was currently being investigated in order to determine root cause and will continue to be monitored. Should the original product be received, resulting in new, changed, or corrected info, a f/u report will be filed at that time. Medela acknowledge that this report is being submitted late. Medela is committed to creating an effective complaint handling process to assure complaints are processed in a timely manner and evaluated for part 803 reporting.